Manufacturer narrative:
The patient identifier, age, weight, and gender were not available.

Event description:
It was reported that during an arthroscopic procedure the physician was utilizing a procise max plasma wand. The physician noted that irrigation of the wand was slow. No patient complications were reported as a result of this event.